Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital circulatory support specialist that the pt was in clinic on (B)(6) 2014 when vad coordinator heard the normal pump sound of a hum, but also heard an unusual continuous sound of "whomp, whomp", that did not change position. The pt was complaining of dyspnea on exertion and fatigue. Vital signs were stable. International normalized ratio is therapeutic. The pt's echo was fine. The pt had marked increase in lactate dehydrogenase (ldh) and hemoglobinuria on (B)(6) 2014 in the morning lab tests and a decision was made to exchange the lvad pump with another lvad pump. The surgeon performed a subcostal approach and there was noticeable thrombus visualized after the exchange took place. The pt is doing well after the exchange.